Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error on her insulin pump. Her blood glucose was 88 mg/dl. The customer was advised to discontinue use of the pump and revere to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with a cracked case on display window corners. Insulin pump received with a minor scratch on lcd window. Insulin pump received with missing end cap sticker.